Event description:
It was reported that the images did not match the thumbnails. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The solid state hard drive was evaluated and replaced. The system calibration files were reloaded. The system was tested and found to be working as intended and returned to service.